Event description:
A consumer's daughter reported that her father reported experiencing a significant change in visual acuity approximately five to six months following an intraocular lens (iol) implant surgery. Additional information was received that the lens focused very well at a distance of 500-600 feet immediately after insertion. Then, six months later the lens focuses, well at approximately 2 feet and distance acuity is very poor. In a follow up the consumer's daughter reported that her father described his vision as having a fogginess to it. In a follow up with his optometrist, the consumer reported that he was told that there had been a change to his refraction and suggested that he follow up with the implanting surgeon. When he followed up with the implanting surgeon he was told that there was not much change in the refraction. The consumer also reported experiencing a floater at one month postoperative. He has a preexisting history of posterior vitreous detachment (pvd). The consumer is going for a second opinion and wants to find out if the lens rotated. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There are no other complaints reported in the lot. Additional information has been requested. A completed questionnaire has not been received. (B)(4).